Event description:
It was reported that an increase in defibrillation impedance was discovered on the right ventricular (rv) lead. An x-ray was performed, and no anomalies were observed. The lead was capped and replaced. The patient was stable and there were no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.